Event description:
It was reported that 10 bd ultra-fine¿ nano¿ pen needles were unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported no insulin flow during injection stating that approximately 10 pen needles were affected and having to use multiple pen needles per injection attempt. Date of event: unknown. Samples: not available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: exec summary: no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. CAPA/sa: based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.